Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there were 16 other complaints reported against the lot: five addressing internal blood leaks (all were no sample events) and 10 addressing external blood leaks (one confirmed with a provided photograph and the others were no sample events). There was also a complaint for a loose header cap that was not used for treatment (confirmed with sample). There was one approved temporary deviation notice (dn) and nc-1067670 (plc potting speeds not sent to mes) in the production of the lot. Nc-1067670 may potentially be related to the reported complaint event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.